Event description:
It was reported to target that the physician had difficulties delivering a diamond fibered platinum coil with this coil pusher-16. The coil and the catheter used were not returned for evaluation. This complaint became MDR on 01/18/99 when the analysis of the device revealed a condition not previously known, which was the breakage of coil pusher's core wire and subsequent perforation of its teflon sleeve. There was no harm to the pt as a consequence of this event.